Event description:
It was reported the device failed to pass the self-test, show the "ECG error". No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had failed a self-test and issued an ECG error. An update from the local philips team confirmed that the device was evaluated by a philips authorized service provider (asp). The customer declined repair of the device. No further investigation is possible. Based on the information available, the cause of the reported problem was a potential component failure. The reported problem was confirmed by the asp during evaluation of the device. The root cause of the reported problem could not be confirmed because no repairs were performed. The customer declined repair of the device and the device has been removed from service. The investigation concludes that no further action is required at this time.